Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto 3 system and a spiral diagnostic decapolar mapping lasso catheter. Other company¿s devices were used during this study: sl1 sheaths (st. Jude medical, (B)(4)). (B)(4). The device was not returned.

Event description:
This event is from a literature source. It was reported that one patient developed groin hematoma associated with a hb drop >20% requiring transfusion (two red blood cell concentrates) from noac group (group 2). Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: apixaban, rivaroxaban, and dabigatran in patients undergoing atrial fibrillation ablation. The purpose of this study was to evaluate the periprocedural major complications (mc) of ca of af, and compared apixaban, dabigatran, and rivaroxaban with continuous phenoprocoumon. The study was conducted between october 2013 and october 2014. Suspected device is the thermocool navi-star, biosense webster catheter, however catalog and lot number are unknown. Should more information be received, product for this adverse event will be modified as appropriate. Concomitant products were used during this study: carto 3 system and a spiral diagnostic decapolar mapping lasso catheter. Other company's devices were used during this study: sl1 sheaths (st. Jude medical, (B)(4)). The awareness date for this complaint is 09/06/2016 because the article was reviewed on 09/06/2016.